Event description:
It was reported that the customer had issues with the insulin pump keypad. Customer stated the keypad buttons are freezing and scrolling. The blood glucose reading was 174mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.